Manufacturer narrative:
There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. One sample returned in used condition and without its original packaging. Visual inspection revealed contamination under the distal cuff and contamination surrounding the portion of the inflation valve that extends outside the balloon. The cuff was removed from the shaft and the contamination was inspected using magnification. The contamination inside the cuff was flat and had various fibers. The contamination surrounding the inflation valve had similar fibers that were seen in the contamination inside the cuff as well as red dots that appeared to resemble glitter. A substance that appeared oily was observed on the portion of the valve that was inserted into the balloon. The root cause was unable to be determined the investigation could not identify the source of the contamination. No corrective actions are planned at this time. The manufacturer regularly analyzes complaint data and trends and will take further actions accordingly. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there were particles in the cuff of the device. No patient injury was reported.